Event description:
During surgery electrosurgical tip broke and got lost. X-ray taken with two views on the left leg. X-ray was cleared by surgeon and radiologist and at the end, electrosurgical tip was found on the floor.